Event description:
It was reported, to olympus. That there was no video on the video system center. This occurred, during preparation for use. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to e1 for information inadvertently left out of previous report. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause could not be identified. However, it is likely to be caused by a failure of the power supply unit. Olympus will continue to monitor field performance for this device.